Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device did not deliver. The device was returned to the biomedical engineering dept with an unsigned note that stated, "broke." No tracking info was provided; therefore, specific pt info, device programming, or event details were not available. During testing at the user facility, the device was primed, programmed to deliver at a rate of 100ml/hr on line a, and the delivery was started. The customer contact reported that the device would deliver for a "short time" and then stop. At this time, the display would indicate the device was priming. However, no fluid was delivered. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.